Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg incision site reopened. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue. Additionally, the wound was cleansed.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.